Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini enhanced meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6)2017 at 10:00 pm when he obtained an alleged inaccurate high result with the subject meter compared to his feelings and/or normal readings. The exact result was not provided. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient is on insulin pump therapy. During the follow-up call, the patient confirmed he took an additional 7.15 units of humalog insulin as a correction dose on (B)(6) 2017 at 10:10 pm in response to the alleged elevated result. As a result of the alleged issue, the patient claimed he ¿slept and couldn't wake up.¿ during the follow-up call, the patient confirmed he was admitted to hospital when he couldn't wake up and was treated with IV (saline/anti-nausea/possibly other fluid) for 15 hours due to intermittently low/high blood glucose. The patient was reportedly discharged the following day. During the follow-up call, the patient stated he received a diagnosis of a viral infection which affected his blood glucose levels/overall well-being. The patient also informed the csr that he attributed his reported injury (of being unable to wake up) to an acute low blood glucose excursion as a result of the extra insulin administered. The patient denied using any other device to test his blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.